Manufacturer narrative:
Despite multiple attempts to have the rv lead returned, no product was ever received back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing dizziness and a episode of syncope. While at the hospital, some pauses were noted on the holter and loss of capture at high thresholds were observed on the right ventricular (rv) channel. Some undersensing issues were also noted on the rv ventricular channel. Surgical intervention was performed and the physician attempted to reposition the rv lead but did not have any success as the measurements observed were not acceptable. The rv lead was then explanted and some insulation damage was noted. No additional adverse patient effects were reported.